Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an therapeutic procedure with the subject device and ltf-s190-10, the entire screen became black and showed no endoscopic image. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; the manufacturing history (DHR) indicated no irregularity. As a result of testing with otv-s190 and ltf-s190 of user facility, and clv-s190 owned by olympus, the reported event was not reproduced. Overcurrent error of charge coupled device (ccd) was noted. There is possibility the overcurrent error was caused by attaching/detaching the ltf-s190 without turning off the power of the otv-s190. Omsc assumed that the reported event was caused by poor connection of video connector due to insufficient drying. If additional information becomes available, this report will be supplemented.